Event description:
It was reported the patient experienced metal sensitivity which developed a wound located at the ipg site. As a result, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue.